Event description:
It was reported that the programmer turned itself off. It was noted that when the programmer was turned on again it stayed on briefly then turned off again and did not turn back on thereafter. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not turn on. It was noted that the programmer powered up to a white screen. It was also noted that the external screen was intermittent and the nylon standoff had broken loose and the boards were no longer were secure. It was further noted that the lower case was broken. The programmer software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.